Event description:
Per the clinic, the patient experienced an infection at the abutment site, and subsequently was treated with antibiotics (specific type, date, and duration not reported); however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.